Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they can't feel the stimulation when they turn stim on and they were wanting to get in touch with a manufacturer representative (rep) for help. Patient said the issue started a couple days ago. Patient unlocked controller during the call and reported controller 90%, implant 80%. Patient then navigated to the home screen and reported settings not available. The issue was not resolved. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue.